Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that mesh was implanted to treat enterocele, vaginal cuff prolapse and retracted abdominal scar with concurrent vaginal cuff suspension, ligation of enterocele, posterior repair, anterior cuff repair with mesh and revision of infraumbilical scar. It was also reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and other injuries. It was further reported that on (B)(6) 2006, the patient underwent excision and removal of vaginal mesh. (B)(4) - dyspareunia; neuromuscular problems; recurrence; urinary/bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent revision of exposed vaginal mesh on (B)(6) 2015 due to urethral hypermobility with stress urinary incontinence and exposed vaginal mesh.